Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer syringe and the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported low sodium patient result was generated on the laboratory¿s dxc 700 au clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event.